Event description:
The customer reported the lamp shut off intermittently during a diagnostic colonoscopy and an unknown error message was displayed. The procedure was completed with another similar device. The procedure was extended by 5 minutes; however, there was no patient impact. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Upon inspection and testing of the device, the reported complaint was confirmed. The lamp went out and error e102 (lamp error) appeared due to a power unit failure. In addition, service found that air did not flow out of the device due to dust inside the device. The device would get hot and the emergency lamp would turn on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomena of ¿lamp does not light occasionally, emergency lamp lights up¿ and ¿error code e102¿ (abnormal heat generation) were reproduced. It was determined that the cause of the phenomena was that the device likely detected an increase in internal temperature due to the accumulation of dust inside the equipment and the efficiency of exhaust heat became poor. The issue was resolved by cleaning the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Avoid using the light source in a dusty environment. This may damage the light source.¿ // ¿[3.3 installation of equipment]. Clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.